Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance issue was observed on all the lead contacts. The device and the lead were explanted, and a new device and lead was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.